Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr), multiple chordae ruptures, and thin friable leaflets for a mitraclip procedure. One clip was implanted. The final mr grade was 2. Approximately between (B)(6) 2025, a single leaflet device attachment (slda) was observed. The mr was recurrent at grade 4 and the patient presented with dyspnea and fatigue. On (B)(6) 2025 a second clip intervention was performed. Two clips were implanted. The final mr was reduced to grade <1. Per the physician, the slda was due to the patient anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) is related to challenging patient anatomy (thin and friable leaflets, multiple chordae rupture). The reported mitral regurgitation (mr), dyspnea, and fatigue are cascading events of the slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.